Manufacturer narrative:
(B)(4).b5: describe event or problem - correction is required for d4 and h4 d4: expiration date - correction - remove expiration date from initial MDR submission due to invalid information g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h4: device mfg date - correction - remove device manufacturing date from initial MDR submission due to invalid information.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen which is off label usage of the device, on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed due to the sensor wire is attached to wearable. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.